Event description:
It was reported that during pre-operation for a bilateral implantable neurostimulator (ins) replacement, the right ins showed high impedance values of 40,000 ohms for contact 0 and case along with the bipolar configurations involving contact 0. The bilateral replacement still occurred and impedance had continued to read over 40,000 with the new ins. The patient was not using 0 for therapeutic setting and the healthcare professional had not felt the need to investigate further since the 0 contact was not being used. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0333802v, implanted: (B)(6) 2003, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0333858v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).